Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head has come off of the toothbrush...doesn¿t stay on...metal part has broken off at the top - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head came off of the oral-b toothbrush, model 3772 and would not stay on. The metal part of the oral-b toothbrush was broken off at the top. No injury was reported. 06-jun-2024 follow up via pictures: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.